Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion in the proximal left anterior descending (lad) was eccentric, de novo, mildly tortuous, mildly calcified with a 90% stenosis. The voyager nc 4.0 x 12 balloon catheter was used to dilate the lesion and during the first inflation the balloon ruptured at 6 atm after 20 seconds. A non abbott balloon catheter was successfully used. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damage prior to use. Based on the information provided, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the tortuous and calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. Ultimately, return of the balloon catheter may have aided the evaluation in determining a cause for the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.